Event description:
It was reported that, "infection."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available, then it will be submitted in a supplemental report. At this time, it can not be determined which, if any of reported devices may have caused or contributed to the patient's infection. This is the same patient/event as MFR # 2249697-2010-01078, 2249697-2010-01079, 2249697-2010-01080.